Manufacturer narrative:
The meter has been returned and tested with approved strip lot. The complaint was not confirmed and no new issues were observed. Meter powered on with button. Meter did power on with insertion of strips.

Event description:
Customer reported she was unable to test, due to their meter would turn on with button, but not strip for several months. Additionally, she reported using expired test strips. As a result, customer felt "sick", experiencing weakness, dizziness and lightheadedness, and self-treated with insulin injection and oral diabetic medication metformin, which is a part of her regular diabetes management. She further reported she called paramedics, who treated her with add'l insulin to bring her blood glucose down and transported to a local health care facility, where she was diagnosed with hyperglycemia and given an IV drip. There was no report of death or permanent impairment associated with this medical event.